Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d2, g3 & g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample. The customer reported that a positive sample came back negative on the ID now instrument. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct the lot number. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) unable to determine the exact root cause of the reported issues as no information was provided for investigation.